Event description:
It was reported that an error message was generated while trying to install updated software on the programmer. The 2090 service diskette was run twice but the situation did not resolve. The programmer was sent in for repair and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and analysis found that the fan was noisy and the printed circuit board was out of specification electrically.